Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2023, the patient experienced a hip dislocation and disassociated the head from the stem. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a cocr 12/14 fem head 36mm +0 was exchanged. Patient's current health status is stable.

Manufacturer narrative:
H3, h6: the head was returned and evaluated. The visual inspection does not reveal any defects. A dimensional evaluation performed on the device revealed the product was found in tolerance. Due to this it is unlikely that the complaint occurred due to the product. The clinical/medical investigation concluded that, although it was reported that a total hip replacement revision surgery was performed one month following implantation, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient impact beyond the reported events could not be determined based on the limited information provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems, including the shell, head and liner revealed that dislocation may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components, this has been identified as warnings and precautions. Besides, a review of the device labeling of the stem revealed that the instructions for use states dislocation as a potential adverse device effect in combination with the implantation of a hip prosthesis. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H2: additional information ¿b5, d11, h6: medical device problem code.¿

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2023, the patient experienced a hip dislocation and disassociated the head from the stem. This adverse event was treated by performing a revision surgery on (B)(6) 2023, in which it was observed that the primary cocr 12/14 fem head 36mm +0 had popped off into the patient's pelvis. The surgeon attempted to remove the head. However, he deemed this intervention risky and concluded that the head retrieval had to be rescheduled and performed by a general surgeon.